Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on (B)(6) 2025, that a securmark MRI implantable breast marker was placed in a patient during an MRI biopsy. It is reported that during the post placement mammogram, a ring/circle was observed in the image. No further information is available at this time.

Manufacturer narrative:
An investigation was conducted: it was reported on (B)(6) 2025, that a securmark MRI implantable breast marker was placed in a patient during an MRI biopsy. It is reported that during the post placement mammogram, a ring/circle was observed in the image. Initially, the complaint from the customer was filed against the atec biopsy device and marker. However, following investigation, it was determined that particles resembling those described in the customer complaint were found inside the introducer's sheath. As the customer confirmed that the atec introducer localization system (ils) was used during the procedure, it has been determined that the foreign material originated from the atec ils. MDR 1222780-2025-00346 was previously submitted against the atec ils for this event. As a result, this event is deemed no longer reportable for this device.